Event description:
Event description cpi received information that during interrogation, this implantable cardioverter defibrillator (ICD) exhibited an error message indicating that one of the microcomputers was interrupted. The message was cleared, however, the ICD did not resume pacing. In addition, the electrograms were not visible and it was noted that the patient is bradycardic.